Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: p3 10° liner; cat# unknown; lot# unknown. V40 +4 metal head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised after patient complaint of groin pain. Upon performing the revision, the surgeon reported that nothing was broken or loose or worn (reported the liner to be "in pristine condition").